Event description:
Vascular occlusion [vascular occlusion]. Rha 2 in lips [off label use]. Case narrative: united states report received from a health care professional via company representative on 01-oct-2025 and refers to a female patient of unknown age who had received rha 2 (resilient hyaluronic acid, mepivacaine) on 25-sep-2025 for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. On (B)(6) 2025, 0.5 ml of rha 2 plus mepivacaine (resilient hyaluronic acid, mepivacaine) was applied at lips via needle technique. It was not reported if cannula was used for the administration. Lot# 25102blo and expiration date: 03-mar-2027. On (B)(6) 2025, the patient experienced vascular occlusion. It was unknown if the patient received any treatment for the event. The patient did not undergo any laboratory or diagnostic tests. At the time of report, outcome of the event vascular occlusion was not resolved. The intensity of the event vascular occlusion was not reported. Causality assessment per reporter between event of vascular occlusion and rha 2 was not provided. The product was not available for return. Picture of the patient was provided. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: device code: a2304, off label use. This case is linked with case (B)(4) (same reporter). No additional information was available at the time of this report. Company comment: a female patient of unknown age received rha 2 in the lips via needle injection technique and experienced vascular occlusion on the same day. Given the suggestive temporal association and in the absence of other confounding factors, the role of rha 2 in the development of the reported event could not be excluded and thus, the causality is assessed as possibly related. The company will continue monitoring the benefit-risk profile for the product.